Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment of prismaflex hf1000 set, a crack on the green connector of the syringe line was observed. This resulted in heparin leaking out over night and the patient was not anticoagulated. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The customer reported a broken anticoagulant line luer connector which is provided to baxter meyzieu plant already assembled by a supplier. The cause is design related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.